Event description:
A hosp risk manager reported that an elderly pt, originally admitted to the hosp with a gastro-intestinal bleed, sustained a perforation to the sigmoid colon during a sigmoid colectomy procedure. Following the occurrence, the pt was taken to the surgical intensive care unit in critical condition.